Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited low pacing impedance, oversensing of noise, and loss of capture. Insulation damage was suspected based on these electrical anomalies, but not confirmed via imaging or visualized during lead revision. The lead was capped on (B)(6) 2024 and successfully replaced. The patient was stable and asymptomatic.